Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient went to her doctor for a routine check up and x-rays showed there was a fracture of the anterior portion of the distal femoral stem at the top of the coronal slot. Update received 1/4/17. The sales rep has reported that this patient was revised to address poly wear and instability. Part and lot information has been identified. The femoral stem noted in the initial reporting, remains in situ.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.